Manufacturer narrative:
(B)(4) UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as the lot numbers reported could not be confirmed. Root cause could not be determined. There were a total of 3 lot numbers (lot # aa5320r08, lot # aa5124r08 and lot # aa5292r04) presented with this complaint; however, the customer was not sure which lot went with this complaint and therefore none of the lots reported could be confirmed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that a physician used a set of 3 saf-t-pexy t-fasteners and placed them in the patient according to the directions for use; however in the recovery room two of the three saf-t-fasteners used popped off while the patient was in recovery. Additional information was received on 17-feb-2016 that stated, the patient did not have to go back to the operating room after the saf-t-fasteners broke because there were 6 total saf-t-fasteners placed to anchor to the patient and therefore, 2 popping off still left 4 saf-t-fasteners anchored in the patient. Additional information was received on 18-feb-2016 that states, this incident only involved one patient and there were 6 saf-t-fasteners involved with one patient. No additional information provided.